Event description:
It was reported that the patient was having a problem with the patient programmer (pp) and was seeing a call your doctor icon along with a 606 code. It was also showing that ¿it has no contact with the other device.¿ it was also noted that the patient had an appointment to have it taken back out the day following this report. It was unclear if the patient was a trial patient as no additional information was provided via the voicemail left by the patient. Additional information received reported that the patient had the trial for 4 days and it had gone well with big results. The trial was removed and she was waiting to have the permanent device implanted. Further information received reported that the patient was a teacher and was waiting for the end of the school year to be implanted. The patient had lost effect ¿because the batteries in the thing went out. But she was getting it out that day anyway so she di dn¿t really care.¿ further information received reported that the patient was doing well and looking forward to her implant. When asked about why stimulation stopped, it was stated that she was getting out of the car and the cord was caught on the door handle. When she tried to walk away the cord really pulled. She felt it all the way down to her skin. She thought she ¿pulled the wires some.¿ she had told the doctor the next morning and they were going to remove the leads anyway. She was fine and had an appointment on (B)(6) 2015 for consult for implant. No further follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).